Event description:
It was reported that the patient claimed to have fallen two days prior, and caught themselves with their left arm. Upon presentation in the hospital there was pectoral muscle simulation and both right atrial (ra) lead and right ventricular (rv) lead had been pulled completely out of the heart. The ra lead was found to be dislodged into the svc with high impedance levels and a polarity change to unipolar. The rv lead had also dislodged and was entirely in the pocket and exhibiting increased thresholds and no capture. The implantable pulse generator (ipg) had migrated with the header upside down and both leads badly tangled in the pocket, leading physician to suspect twiddler syndrome. The ipg was reused and remains in use. The ra lead was able to be repositioned without incident. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).